Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The transcend guidewire was returned along with the volcano catheter. The torque device was not returned. Visual examination of the returned device revealed that the guidewire was kinked on its polytetrafluoroethylene (ptfe) section at approximately 27.0cm from its distal end. The guidewire was also bent on its ptfe section at approximately 10.0cm and 80.0cm from its proximal end and on several other places along its length. The ptfe was slightly scrapped on its proximal section. The volcano catheter was bent in the middle section. The information in the event description states that when the catheter was advanced over the guidewire, the guidewire was stuck in the monorail port and the guidewire was removed from the ivus catheter and used in the procedure. It is possible that the force may have been exerted on the guidewire during this step as well as at the time of manipulation during the procedure. Therefore, it is likely that the procedural factors mentioned above may have caused the anomalies found during analysis. Therefore, an assignable cause of procedural factors has been assigned to observed guidewire kink and peeling.

Event description:
During analysis of the returned product, ot was found that the guidewire polytetrafluoroethylene (ptfe) was peeled/scraped off. There were no clinical consequences to the patient.